Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - no service was completed and the hp was not formally analyzed but scrapped as requested by the customer. Root cause - the hp was reported to have overheated; however, this was not confirmed as the handpiece was returned to service and repair for scrapping. As a result, the hp was not formally analyzed but scrapped as requested by the customer. No CAPA escalation is required and no applicable CAPA is noted relevant to issue reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) was overheated and not working. No additional information is known.